Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. This is a known potential adverse event addressed in the product labeling. The event of capsular contraction baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade IV.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device has been explanted.